Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens found to be stiff but movable. The lens was advanced into eye and one haptic was not unfolded properly even when waiting with time and manipulation. Everything else was fine. Had to remove it from the eye and get a new lens. Additional information received and stated that haptic was not unfolding within the eye (leading or trailing, unspecified). The lens was inserted and removed on the same day. In the surgeon¿s opinion bad lens was the reason. There was no impact to the patient. The surgeon¿s prognosis was fine.